Event description:
Event description guidant received information that this atrial lead was explanted due to subclavian crush. It was noted that it had wrapped around the ventricular lead, which was also fractured, and therefore, was surgically abandoned.